Event description:
The peritoneal dialysis (pd) nurse reported that the pd pt's condition began to decline during his hemodialysis (hd) treatment on the k2 machine. The pt's blood was returned, and the pt was disconnected from the machine. A few minutes later, the pt coded and expired within an hour of the code. The pt was currently in the hosp for an unk reason when he passed away following hd treatment.

Manufacturer narrative:
A clinical investigation and medical assessment were performed. The med assessment concluded that the pt was admitted with severe and symptomatic bradycardia and frequent ectopy, on ventilatory support, and sepsis. On the day of the event, the pt's dialysis was discontinued due to multiple ectopy and bradycardia. The pt had a respiratory code after dialysis was discontinued and expired later that day. There were no problems related with the dialysis machine or the dialysis process. A product investigation was performed. The device was evaluated on site by the MFR. Functional checks were completed on the machine without any failures. The machine passed diasafe test and was heat disinfected. The machine was determined to be functioning properly. Further eval found no device malfunctions that would have caused the reported death event. A batch record review was conducted and confirmed there were no deviations or non conformities during the mfg process. Product labeling, material, and process controls were within specifications.